Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 2921 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of anemia and menorrhagia (menorrhagia with regular cycle) on (B)(6) 2023, menstruation prolonged (menorrhagia with regular cycle) on (B)(6) 2022, acute cystitis (acute cystitis without hematuria) in 2016, excessive menstruation (excessive and frequent menstruation with regular cycle), cervical dysplasia (moderate dysplasia cervix) and premenstrual tension in 2015 and pre-menstrual tension syndrome, acute cystitis, genital herpes (genital herpes unspecified), endoscopy, tonsillectomy, obesity (bmi 37.835) and pregnancy (full term 1 living 1). Previously administered products included: fluoxetine, valacyclovir hcl and varicella vaccine. The patient had a family history of prostate cancer. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 2921 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery by hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 37.835 kg/sqm. [Pathology test] on (B)(6) 2022: uterus with cervix and fallopian tubes, total hysterectomy with bilateral salpingectomy: endometrium: secretory phase. Myometrium : no pathologic diagnosis. Serosa: subserosal leiomyoma. Cervix: benign, tunnel clusters, negative for dysplasia. Bilateral fallopian tubes: unremarkable epithelium, complete lumen identified. Paratubal cysts. Gross descreption : the first fallopian tube segment with fimbria measures 5 x 1.5 x 1 cm. At the fimbriated end there is a clear fluid-filled cystic structure that measures 1.5 x 0,8 x 0.8 cm. Sectioning through the fallopian tube segment reveals a purple-tan unremarkable cut surface. The second fallopian tube segrnent with fimbria measures 4.4 x 1.2 x 0.8 cm, the serosa is purple- gray, glistening with minimal areas of adhesion present. Specimen : a. Uterus, bilateral fallopian tube ¿ cervix. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-oct-2023: medical record received. Medical history and lab test added. Surgical pathology report & reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 2921 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.